Manufacturer narrative:
New registration number (B)(4) is now being used for MFR report number, replacing registration number (B)(4).

Event description:
It was reported that the medfusion pump displayed the clutch plunger level alarm. No patient injury was reported.

Manufacturer narrative:
The reported medfusion® syringe pump was returned for investigation. Visual inspection found the pump to be in poor condition; the top case was found chipped and cracked, the bottom case was broken, and the lcd screen was missing pixels. A review of the device event history log found that a check clutch error had occurred. To perform functional testing, the device underwent a flow test. During the flow test, the check clutch alarm was verified. Upon further examination of the device, it was found that the position potentiometer tab had broken off. Investigation determined that the broken position potentiometer tab was caused by physical damage to the device. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.